Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the system monitor display was allegedly blacked out after completing almost a full around the clock sequence (sixth sample). It was further reported the probe aperture was closed and able to be removed without issue. Reportedly, there were enough samples to complete the biopsy. It was further reported that the system was able to restart and system error 0003 displayed. Another probe was used to place a breast tissue marker. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor enspire system was returned to the manufacturing site for service and repair. The returned system successfully passed all functional testing and did not stop working or produce any error codes. Therefore, the investigation is unconfirmed for the reported blank screen, as the reported issue could not be reproduced. Per the service and repair evaluation, it was noted that the returned enspire system was able to successfully pass all functional testing and the reported blank screen could not be reproduced. Additionally, other findings noted during service and repair were that the pc power cable was catching inside the riser tube and a hard drive error appeared during the re-imaging of the software. Although the pc power cable and monitor were replaced, the definitive root cause for the reported blank screen could not be determined based upon the provided information. It is unknown whether procedural issues or continual use of the reusable equipment contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a stereotactic breast biopsy, the system monitor display was allegedly blacked out after completing almost a full around the clock sequence (sixth sample). It was further reported the probe aperture was closed and able to be removed without issue. Reportedly, there were enough samples to complete the biopsy. It was further reported that the system was able to restart and system error 0003 displayed. Another probe was used to place a breast tissue marker. There was no reported patient injury.